Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. D1 and d4: updated device from companion sheath to introducer per a review of the complaint file. Corrected brand name, lot number, catalog number, UDI. Added expiration date and manufacturer date.

Manufacturer narrative:
A response to the request for additional information was received and noted the following: there is no further information pertaining to the case, and the impella device is not available for return. Product-specific information (e.g., d4 expiration date, d4 unique device identifier and h4 date of manufacture) is unavailable at the time of this MDR writing. Respective fields have been marked with unknown or left blank as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58-year-old man underwent high-risk percutaneous coronary intervention (pci) with impella cp support. The pump was implanted successfully but bleeding was observed around the companion sheath after it's placement. This sheath was removed and alternate access secured to conduct the pci procedure. The sheaths were removed at the end of the case and hemostasis secured using conventional techniques.